Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines the proper steps to be taken for connection of components. It cautions: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. It further cautions to not attempt to repair or service any components of the system. If equipment malfunctions the manufacturer should be contacted. Additionally there is a warning to keep spare back up controller available at all time. There is a warning that if there is a controller failure, switch to the back-up controller with the steps for exchange of devices outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117.

Event description:
The ventricular assist device (vad) coordinator reported that it was noted that one of the pins in the blue port of the controller is bent and neither the data cable or alarm adapter could be connected. The controller was exchanged with no effect on the patient.

Manufacturer narrative:
(B)(4) was returned for evaluation. No abnormalities noted during log file download from controller to monitor to flash drive. Log files were successful downloaded and saved on the network. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; therefore, a probable root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.